Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, precision study testing, a search for similar complaints, and a review of labeling. The information provided by the customer was reviewed. The customer provided run data including initial and retest results for the samples showing erratic results. Additionally, the customer's responses to a number of questions were supplied. These responses indicated that the customer is not removing the plasma from the gel prior to transport. The information contained in the attachments is consistent with the complaint text. No additional issues were identified. A precision study for lot 90383un11 was performed. The architect stat troponin-I medium and high control levels were tested since the low control value reads below 0.20 ng/ml. Validity and acceptance criteria were met. No adverse trend was identified. Labeling was reviewed and found to be adequate. Based on this investigation, we have concluded that the architect stat troponin-I assay is performing acceptably, and no product deficiency was identified.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin result of 0.29 ug/l. Upon repeat, troponin results of 0.001 and 0.000 ug/l were generated. The false positive troponin result was not reported outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.